Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a premature deployment occurred. The 50% stenosed lesion was located in the moderately calcified and tortuous superficial femoral artery (sfa). Access was obtained via the right groin and an unspecified 5fr sheath was placed. Another manufacturer's 0.035 guide wire was advanced, however, the synergy 4mm x 10m x 135cm balloon catheter was unable to be advanced through the sheath. The 5fr sheath was exchanged for another manufacturer's 6 fr sheath and another manufacturer's 0.035 guide wire was placed, however, the same synergy balloon catheter could not be advanced over the guide wire. Both the balloon catheter and guide wire were removed. A 0.035 amplatz super stiff guide wire was placed, however, the same synergy balloon catheter was unable to advance over the guide wire. The balloon catheter was removed and another of the same size synergy balloon was successfully advanced for pre-dilatation of the lesion. The number of inflations and to what atms the balloon reached is unk. The balloon catheter was removed and the sentinol biliary nitinol 5mm x 40mm x 135cm stent delivery system was advanced, however, resistance was encountered and upon reaching the iliac artery, the stent prematurely deployed. The stent remained on the stent delivery system and the physician was able to successfully withdraw the stent from the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "stable."